Manufacturer narrative:
(B)(4).

Event description:
Distributor patient's mother contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire patient experienced on (B)(6) 2015. Patient's mother stated that the adhesive disintegrated, the sensor fell off, and sensor wire was absent from underside of the sensor pod. Patient reported no discomfort at insertion site. No injuries or medical intervention were reported.